Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection and emergency room visit. No lot release and sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Using the pod 5 / page 43: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
Approximately 7 months ago (exact occurrence date unknown), the patient experienced an abscess at the insertion site that felt hot to the touch. The patient went to the emergency room (ER) where the abscess was drained. She was prescribed fucidin cream to be applied 4 times daily until the redness went away and an oral antibiotic, keflex, to be taken for five days. It took about a week for the redness to dissipate. The patient stated her personal diabetes manager (pdm) settings were modified for the duration of her stay at the ER, basal and bolus settings were increased, but they were changed back to normal once she left. A new pod was activated and no further irritation was experienced.